Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. With little information provided, the cause of the sheath separation that required a foreign body retrieval is unknown. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: heath care professional. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report #mw5146665. The event description states that "thirty days post ablation procedure a 7 cm retained sheath was removed from patient groin." There was a foreign body in the patient. The device was embedded in tissue or plaque.